Event description:
It was reported that approximately one year after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion was located in the right coronary artery (rca) and lesion characteristics were not reported. The pt had an unspecified taxus express2 monorail drug eluting stent (des) implanted in the rca. The pt came back approximately one year later and the "stents were clotted off". The physician did not treat the event at that time but did start the pt on plavix therapy and other "blood thinners". It was reported that the pt would be back in two days to remove the clot. No further info is available.

Manufacturer narrative:
The delivery coronary was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined. A similar complaints review could not be performed as the batch number is unknown.